Event description:
On (B)(6) 2011, pt reported his infusion device is no longer vibrating. Had pt go into the set up menu standard; both beep and alarm are selected for alarms and alerts. Pt stated, it takes the piston rod on the infusion device a little longer to retract than usual. Pt reported he sometimes pushes it with a pencil to get it to retract. Pt stated, he is not receiving any type of error messages when this occurs. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.